Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer does not know the cause of their symptoms. The customer discontinued use of the soclean for over 6 months and continues to experience symptoms. Reporting for due diligence.

Event description:
Customer reports lung problems, the example given was difficulty breathing. Md seen, and the customer received a received a lung scan with no findings noted.